Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had prime anomaly. The customer states the pump was squirting out insulin. The customer's blood glucose level at the time of incident was 176mg/dl. Troubleshoot was started but unable to be completed due to customer not being home with replacement supplies. The customer was advised to call back in order to complete troubleshoot.